Event description:
It was reported that a spectrum iq infusion pump failed to recognize a closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported symptom was confirmed when the evaluator powered on the device and then when powering down observed a constant close door message. A review of the event history log (ehl) revealed shut door, power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the link was out of tolerance. The link and link switch will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.